Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However the complainant noted that the device was used prior to the expiration date. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an axios stent and delivery system was implanted between the stomach and a pancreatic pseudo cyst for a necrotic pseudocyst drainage during a procedure performed in (B)(6) 2015. According to the complainant, the stent was implanted successfully. Three lavage procedures were performed on this patient post stent placement. Just before the patient was scheduled to return for stent removal, the patient was readmitted to the hospital due to a small bowel obstruction secondary to stent migration. The stent had dislodged and was blocking the small bowel. Reportedly, the pseudo cyst had resolved. The patient was sent to the operating room for a laparotomy procedure to relieve the obstruction and remove the stent. The patient's condition at the conclusion of the procedure was reported to be okay.